Event description:
A malfunction alarm was reported during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite assistance in loading a new cartridge, the issue persisted, and the customer could not resume insulin therapy. Technical support decided to replace the pump, confirmed the warranty status, and arranged for the return of the faulty pump. The customer will use multiple daily injections as backup therapy and was instructed on returning the pump and putting it into storage mode.